Manufacturer narrative:
4307 - intuitive surgical ,inc. (Isi) has received the tip cover accessory for failure analysis investigation. The tip cover accessory was found to have tearing at the mouth. The tear was aligned with the tip cover, measuring .132 inches. Here are no signs of thermal damage at t he tar. No missing pieces were found. The tears were caused by repeated thermal and mechanical stresses.

Manufacturer narrative:
Intuitive surgical ,inc. (Isi) has not received the mcs instrument nor the tip cover accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip cover accessory was damaged in the grey silicone area. Although, there was no patient harm or injury, the damaged tip cover accessory has the potential to cause arcing.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the instrument's tip cover split exposing the orange part on the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover was removed and replaced. Tip cover was split approximately 4mm from the distal end edging minimally into the black area. There was no report of smoke, arcing, or fire. There was no thermal damage. All instruments and accessories were inspected prior to and during use per protocol. The cover was placed as manufacturer instructions state, with the tool. Electrolube was not used. There was no reports of collision. There was no harm to the patient.